Event description:
The attending staff reported the product was leaking during pre-testing. The device was not used on a pt.

Manufacturer narrative:
The mfrs analysis and evaluation of the returned 10lpc device could not duplicate or confirm the reported inflation failure. A water leak test and a 16 hr. Inflation leak test were performed on the returned device with no signs of a leak. Device history records indicate this lot passed 100% inspection for inflation system integrity.